Manufacturer narrative:
(B)(4). The device history review review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples remain stuck in the stapler. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73m1700229 was manufactured on 12/18/2017 a total of (B)(4) pieces. Lot was released on 12/28/2017. DHR investigation did not show issues related to complaint. The customer returned 6 representative samples of product 528135 visistat 35r 6/box for investigation. The returned samples were returned in their original packaging. The actual sample was not returned. The representative samples were visually examined with and without magnification. Visual examination of the returned devices revealed that the samples appear typical. No defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed by attempting to fires staples from the returned staplers. All six samples were tested. For the first stapler, the trigger was engaged. Upon full engagement of the trigger, the staple was released. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. Four other staplers had the same result upon testing. No issues were found with five of the returned samples. One of the samples had the staples become misaligned due to operator error, so no defects were observed with the device itself. All of the staplers were returned with 38 or 39 staples remaining in the cartridge. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples stuck in stapler" could not be confirmed since the actual sample was not returned. Six representative samples were returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no functional issues were observed with the returned staplers. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. No further action will be taken.

Event description:
It was reported that the staples remain stuck in the stapler. There was no patient injury.